Event description:
It was reported that during a laparoscopic colostomy reversal and laparoscopic colectomy procedure, the surgeon stated the device was dialed down; after firing the surgeon removed the device and checked the anastomosis site. When the surgeon was visually observing the donuts they were formed completed and round. They then did a visual leak test and there were bubbles at the staple line. They looked and the staple line was open and the staples were u shaped. They then converted to an open procedure and sutured to secure the staple line and complete the procedure. The procedure was extended less than an hour. The pt is stable. The device will be returned once it is released by risk management. Add'l info provided: the anvil was seated properly and a "click" was heard. Before firing the stapler the indicator was in the green. While firing the stapler the surgeon felt and heard a crunch. The shape of the staples could not be confirmed as a 'b' shape. 'U' shaped staples were apparent. Due to the misfire the procedure was prolonged for greater than an hour. The specific amount of time was not noted. The pt had to have a permanent ileostomy. The pt experienced one hundred milliliters of blood loss which did not require a blood transfusion.

Manufacturer narrative:
(B)(4). Info was not provided by the initial contact. Info anticipated, but unavailable at this time.